Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: on investigation, the alleged blank display with moisture issue was not duplicated. The pump powered up to the verify screen and there was no evidence of moisture intrusion in the battery compartment or the pump interior. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Related to the complaint, a crack was found along the side of the battery compartment and a battery compartment leak was demonstrated in a leak test. Unrelated to the complaint, the display screen was dim and the text had a red hue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. Reportedly, moisture or corrosion was evident inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.